Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported a missed air-in-line alarm issue with the infusion pump. The user reported that "the pump was being used on a patient, but the nurse was able to catch it before the air got to the patient. It was at the y-site. There was significant air. From the bag to the y-site. The medication being used was etoposide. The distance from the bottom of the pump to the y site was between 30-50 inches." No patient injury or harm occurred for this case.

Manufacturer narrative:
The user-reported air-in-line alarm issue was not confirmed. The pump was tested and met all specifications on 05/24/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00123).